Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was 374 mg/dl at the time of the incident. Troubleshooting was performed. Customer stated that they were able to clear the alarm successfully but were unable to rewind the insulin pump. The device will be returned for analysis.